Manufacturer narrative:
This is the fifth complaint in the rolling year ((B)(6) 2023 to (B)(6) 2024) related to revision surgeries occurring due to star polyethylene component breakage. The four previously existing complaints have unknown root causes and various durations of implantation, component sizes, and surgical conditions. The explanted polyethylene component was discarded after the procedure so visual and dimensional inspection cannot occur. Doctor completed both the original and revision surgeries and expressed interest in aiding in the investigation. The original surgery occurred approximately 7 years ago; surgeon attests that there were "no issues and [the patient] was doing fine." It is therefore unlikely that the breakage was related to issues with the initial implantation. However, in the seven years since, the patient "developed and has had worsening parkinson's disease and did suffer several falls." 900-01-025 star IFU rev b states that patients should be cautioned to protect the joint replacement from unreasonable stresses. Multiple falls could be considered unreasonable stresses and the breakage could have occurred during one of these falls. The exact timeframe and physiological conditions that led to the breakage will remain unknown. Rf-str-0001 star ankle risk matrix rev 3 was reviewed. 23.2 implant failure caused by multifactorial intrinsic reasons has a severity of 4 (significant) and a mitigated occurrence level of 3 (seldom/low), which corresponds to a risk index level of 2. Severity level of 4 (significant) is appropriate as there could be permanent impairment of body function and the failure may occur with or without warning. There were 723 star sliding cores (pns 99-0028-1x, 602-03-00x, 400-14x) sold between (B)(6) 2023 and (B)(6) 2024. Given that 51 reported star revisions occurred in that time, the occurrence rate is (B)(4). This would correspond to an occurrence level of 5 (frequent/high), which is for frequencies greater than (B)(4). The risk matrix does not adequately capture the occurrence level of risks associated with implant failure and shall be updated to better reflect this information. Per rf-str-0001 revision 3 risk benefit analysis for u23.2, "every endoprosthesis has a limited lifespan. With state-of-the-art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk has been mitigated as far as possible.

Event description:
Revision surgery - due to implant broke.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.